Event description:
Device fracture reported. The pt underwent a diagnostic procedure via the common femoral artery above the profunda. The physician encountered resistance when inserting the closer tsl 6 french device. Physician continued to push, turning the device 90 degrees counter clockwise, at which time a "pop" was heard. A scintogram was performed. The device appeared to be broken proximal to the foot. The pt was taken to operating room and the device was explanted. The pt recovered without incident.